Event description:
As reported, approximately 9 years post the initial right total knee arthroplasty, the patient was revised due to pain and osteolysis. Per the operative report, the surgeon noted extensive proliferative synovitis inside the knee. At that time, it was noted that the femoral component was completely loose, there was extensive wear involving the liner, with regards to the femur there was extensive osteolysis, and the patella component was grossly loose.